Manufacturer narrative:
The lot complaint history was reviewed; this is the first complaint for the finish goods lot and first for this issue. The device history record shows the product was released per specifications. The used returned sample was visually inspected and surgical residue was observed in the drain bag and flow paths. The customer reported the procedure was completed with this cassette. The cassette was noted to be a combined cassette, however, the finished goods lot provided was found to be for a posterior cassette. The irrigation and aspiration manifold was not returned with the sample. A replacement from lab stock was used to continue functional testing. A full internal pressure leak test was then conducted on the cassette utilizing an external pressure source and no leakage was detected. A console representing a current software version was then used to test the sample. The aspiration tubing was detached and the sample could prime, tune, and pass intraocular pressure calibration. During functional testing no air leak was detected from the infusion air line during priming process. No fluid flowed to the air line of the administration line. No message code appeared on the screen. Furthermore, no leakage was detected from the manifolds, connectors, or drain path between the consumable and console. After functional testing no leakage was detected from the pump elastomer or on the pump area of the fluidics module. The presence of fluid leaking from the cassette was not confirmed. After both leakage and console laboratory testing, inspection of the sample indicated no signs of continued leakage from the pump elastomer or cassette. Furthermore, there were no signs of fluid leakage onto the fluidics console due to leakage from the cassette. The cassette passed functional and performance testing. After a thorough investigation of this complaint, it has been determined that this sample functioned per specifications; therefore, no corrective action is required at this time. Quality assurance will continue to monitor customer complaints via the complaint review meetings, and will take action for any future occurrences as is deemed necessary. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the cassette leaked onto the front and down the console during a procedure. The procedure was completed with the same cassette with no patient impact. Additional information and sample has been requested.